Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2023-11771.

Event description:
As reported by the field clinical specialist, during a transseptal tavr procedure with a 29mm sapien 3 valve in the mitral position, during deployment with the first 29mm s3 valve, there was reported difficulty in valve alignment with pulling the balloon inside the valve. The first valve appeared to be between the markers prior to being deployed however, the valve was not coaxially aligned. The perceived root cause of the valve alignment difficulty is unknown. The balloon of the commander delivery system came off the sapien stent and shifted ventricular. This in turn did not allow the atrial side of the sapien stent to expand, while the ventricular side did fully expand. The balloon was deflated and repositioned atrially to attempt to expand the atrial side of the sapien. During this inflation, the valve embolized ventricular. The physicians inflated the valve and pulled it back to the surgical valve posts (it would go no further) it stayed in place while the second valve was prepped. The team placed the second valve buttressed to the first and inflated the second valve landing the second valve 20% atrial and 80% ventricular. There was no leak and a mitral valve gradient of 2mmhg. There was mild left ventricle outflow tract (lvot) obstruction, aortic valve gradient 12mmhg. This will be monitored by the physicians. The patient left the room awake, following commands and was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned. An imaging evaluation was unable to be performed as the provided 3mensio imagery was not relevant to the reported complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing, therefore a manufacturing non-conformance was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of medical record and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter heart valve (thv) replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to mitral malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "during deployment with the first 29mm s3 valve, the balloon of the commander delivery system came off the sapien stent and shifted ventricular. This in turn did not allow the atrial side of the sapien stent to expand, while the ventricular side did fully expand. The balloon was deflated and repositioned atrially to attempt to expand the atrial side of the sapien. During this inflation, the valve embolized ventricular. The physicians inflated the valve and pulled it back to the surgical valve posts (it would go no further) it stayed in place while I prepped a second valve", and "the presumed root cause for the valve mispositioning was possibly due to the valve was not centered on the balloon markers and we couldn't achieve coaxial alignment due to the mitral location". Per training manual, "use the fine adjustment wheel to position the valve between the valve alignment markers". In this case, it was likely that the valve was not aligned within the valve alignment marker or too proximal on the inflation balloon, which led to the uneven balloon inflation (fast inflated on distal side) resulting in balloon shifted during the valve deployment or thv malposition. As such, available information suggests that procedural factors (improper valve alignment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions a.